Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 80 to 114 mg/dl. The blood glucose testing is performed three times daily. The customer reported symptoms of hyperglycemia. Medical attention is reported on (B)(6) 2015 as a result of high blood glucose and reported symptoms. The customer is currently taking insulin to manage diabetes. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 03/18/2017 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results: (B)(6).